Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. The product code could not be downloaded and measured battery data was lost at 2.32 v. This was caused by a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was interrogated several times but measured data could not be read. After changing to vvi mode, measure data was observed. The device had a magnet rate of 89 bpm.